Event description:
It was reported during deployment of the ninth coil; during an embolization procedure for a 24mm aneurysm, the microcatheter was repositioned to the inferior portion of the aneurysm and, as the physician attempted to deploy the coil, it would not expand. As the physician was removing the coil, he could feel it stretching. The physician continued to retract the coil and felt it stretch further, so he tried to remove the coil with a snare, but it failed and the coil broke. The distal end of the coil remained in the aneurysm and the proximal end was positioned near the inferior common internal carotid artery (ica). The proximal portion of the coil and the delivery wire were removed with the catheter and the procedure was cancelled. The following day, it was noted that the remaining coil had not moved. The physician does not plan to perform any treatment for the remainder of the coil. The patient was treated with argatroban after the procedure, as well as plavix and bayaspirin.

Manufacturer narrative:
(Other): coil protrusion.